Event description:
The manufacturer received information regarding a philips CPAP device. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. At this time, no medical intervention has been reported, and no further investigation can be performed. A follow-up report will be submitted when the manufacturer's investigation is complete.